Event description:
Subsequent to cataract surgery with implantation of the crystalens intraocular lens, the patient presented with decreased visual acuity (bcva 20/50). The examination revealed that the crystalens was tilted and anteriorly decentered. The surgeon believes the event was caused by posterior capsular contraction. The crystalens was subsequently removed and replaced with another intraocular lens.